Manufacturer narrative:
Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples and one open and unused sample with the needle attached to the thread (thread is still wound on the pack). To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -rotation test performed on 5 closed samples received confirmed that the units are compliant with the specified requirements. -needle attachment strength results conducted on 5 closed samples received are 2.77 kgf in average and 2.53 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.53 kgf in average and 0.46 kgf in minimum. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that several needles came loose in succession. Incriminated sutures not available. No consequence for patient.